Event description:
The customer had a blood gluose result of 90 mg/dl. The customer took a reading using her lifescan meter and received a reading over 200 mg/dl. The difference between a reading of 90 mg/dl and a reding of 205 mg/dl falls in the "c" zone of the parkes error grid, making the difference clinically significant. The customer did not allege any adverse events due to the reading. The strips are to be returned for evaluation, and replacement strips will be sent.